Event description:
It was reported that an ilet user experienced post-breakfast hyperglycemia, with glucose rising to 227 after an announced meal of cereal, coffee, and a muffin. The user was in range before eating and announcement, and the scenario suggested an incorrect meal size announcement, which constitutes an incorrect procedure involving the user interface. Symptoms included hyperglycemia, hot flushes, and increased urination. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified related to the user interface and announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.